Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported that the insulin delivary was suspended due to difference in sensor glucose and blood glucose value the customer¿s sensor glucose was 40 mg /dl and blood glucose was 135 mg/dl. The difference is outside the acceptable range. Suspend on low limit in sensor settings was at 40 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis